Manufacturer narrative:
No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ruptured. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found very high numbers of "high alarm displayed: upstream occlusion" reports, which support customer's claims from the note supplied with the device. Functional testing found that the pump reports upstream occlusion right after starting perfusion, and that when restricting flow during perfusion, the pressure doesn't rise properly resulting in nonconform occlusion alarms. The customer's complaint was duplicated. The investigation determined that the upstream occlusion (uso) sensor was faulty. The uso sensor and dso seal were replaced.

Event description:
It was reported that the pump fault was not described, and there is a suspected problem with a cassette. There is no patient involvement, and no patient harm/ adverse event reported.